Event description:
On 10/26/93 pacemaker was implanted. Post implementation assessement 2 to 3 days post surgery, revealed asynchronous pacing (voo pacing) when programmed in the vvi mode and after initiation of the emergency button. This was communicated to the MFR twice that day. During two transtelephonic assessments (11/23/93 and 11/24/93), the device appeared to be functioning normally and was programmed in the ddd mode. On 1/25/94, during a 3 month pose implant assessment, the device appeared to produce asynchronous pulse pacing in the vvi mode again (actual voo pacing). The device appeared to function normally in the dual chamber mode. A report of this assessment was faxed to the MFR. On 1/31/94 the MFR's rep was present during an assessment and noted this intermittent problem. The report of this assessment was again faxed to the MFR. On 2/8/94 an engineer from the MFR determined that the device functioned normally in the dual chamber mode but it was jointly agreed tht the device should be explanted as a precaution in the event of inadvertent reprogramming to single chamber mode in the future or conversion to the vvi mode. The device was explanted on 2/1/94 and the same model implanted in its place. The atrial lead was also replaced. The device appeared to function normally in checks on 2/18/94 and 3/4/94.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.